Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient was in overdischarge. The patient couldn't communicate with the device. The patient did not feel stimulation. The patient hadn't changed since (B)(6) 2017. No charging dates were available from the recharging data. Antenna locate was performed and 54-56 was accomplished. The rep reported that they attempted prm thrice and they would see the 60 count down and it flipped to a screen trying to reposition screen. Further info stated that the patient wasn't in overdischarge. The patient received a new recharger and the issues prevailed. The patient was getting a battery replacement. No further complications were reported or anticipated.